Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized, but the cause related to diabetes was unknown. The highest recorded blood glucose level during the incident was 137 mg/dl, which did not result in any injury. The issue was later resolved with no further action required, and no additional information was able to be obtained.